Event description:
It was reported that a malfunction alarm occurred with the code malf 0. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if any issues recurred, which they acknowledged and understood.